Manufacturer narrative:
Analysis of programming history

Event description:
During manufacturer review of a vns patient's programming history, it was identified that a faulted systems diagnostics test occurred on (b)64) 2007 which disabled the vns. A final interrogation of the vns was not performed after the test to verify settings. The settings were not corrected until (B)(6) 2007. The physician has been notified that final interrogations are recommended as a last step to verify vns settings are correct.